Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility with no alleged deficiency reported. During evaluation, it was found the system abruptly shuts down when the ac power cord is unplugged from the unit. The root cause of the failure was identified as a failed lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: when the a/c power cord is unplugged from the unit, it abruptly shuts off.